Event description:
It was reported that on (B)(4) 2015, during the smartview version upgrade from 2.42 to 2.44, a message was displayed stating about unsure upgrade integrity. The upgrade had consequently failed and the smartview version was still in 2.42. New re-installation attempt was performed; there was no more error message displayed. After one hour of programmer activation, a pacemaker could be interrogated successfully. Preliminary analysis showed that the reported behavior was due to a problem with installation media (usb/pcmia) not related to 2.44 (installation was not started). Normal installation was confirmed afterwards probably due a use of another installation media.

Event description:
It was reported that on (B)(6) 2015, during the smartview version upgrade from 2.42 to 2.44, a message was displayed stating about unsure upgrade integrity. The upgrade had consequently failed and the smartview version was still in 2.42. New re-installation attempt was performed; there was no more error message displayed. After one hour of programmer activation, a pacemaker could be interrogated successfully. Preliminary analysis showed that the reported behavior was due to a problem with installation media (usb/pcmia) not related to 2.44 (installation was not started). Normal installation was confirmed afterwards probably due a use of another installation media.